Event description:
Noticed bedding wet due to baxter nitroglycerin tubing set with duo vent separated at an area that does not disconnect. Tubing separated at area that is not a normal connection site. As a result, patient did not receive full dose of medications. No patient harm: the patient's vitals did not change. The staff stated that the tubing wasn't caught in anything. The nurse couldn't estimate how long it had been like that.